Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient experienced discontinuous diaphragmatic pacing. The atrial capture threshold increased from 1.0 v, 0.4 ms at implant to 3.25 v, 0.4 ms. Atrial sensing decreased from greater than 2.0 mv to 0.4 - 1.0 mv. Under fluoroscopy, the atrial lead appeared to be dislodged. The pulse generator was programmed to vvi, 40 ppm. Lead repositioning was planned.